Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).

Event description:
The customer contact reported no flow. At 0430, the tubing set was primed to deliver an unspecified solution. At an unspecified time later that morning, the tubing set was connected to a patient and upon initiating the delivery, the physician noted, there was no fluid dripping inside the drip chamber of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.